Event description:
It was reported via trial that approximately 19 months post direct stenting with a xience v stent in the mid left anterior descending artery (mlad), the patient experienced chest pain and shortness of breath. On (B)(6) 2010, percutaneous coronary intervention was performed. There was no adverse patient sequela. On (B)(6) 2010, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4) no predilatation. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.